Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated with a communicator in clinic. Technical services (ts) provided troubleshooting and suggested that patient work with clinic to verify radio frequency (rf) settings as well as interrogation with a programmer. Later, this s-ICD was explanted during scheduled generator change out. A new s-ICD of a different model was successfully placed. No adverse patient effects were reported.